Event description:
It was reported that a pump declared an altitude alarm 21, which resulted in the suspension of insulin delivery. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to clean the speaker holes and attempt to resume insulin delivery after cartridge reinsertion, but initial attempts were unsuccessful. When directed to load a new cartridge, the pump resumed normal operation, indicating the original cartridge did not vent properly.